Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor as compared to an hcp meter reading of 499 mg/dl. The customer experienced symptoms of seizure and a loss of consciousness and was admitted to the hospital for 7 days due to the diagnosis of hyperglycemia. The customer was administered serum and insulin (type/dose unknown) as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.